Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer did not provide an ICU release date; however, the customer indicated the treatment received resolved the issue. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.